Manufacturer narrative:
(B)(4). Result of investigation: the event trace of the device indicates the reported event, hardware fault 19, was last logged on (B)(6) 2015. The service technician was unable to duplicate the customers reported issue during testing and evaluation. Hybrid board was replaced as a precaution. Visual inspection reveals pigtail adapter (B)(4) is damaged. Pin 3 of pigtail adapter is burned. The service technician replaced the pigtail adapter and power flex.

Event description:
The customer reported a "hw fault 19" error on the ventilator. While in service, the service technician found the pigtail adapter was damaged. Pin 3 of the pigtail adapter was burnt. The customer has not reported any patient involvement so it is unknown at this time. Date of event was not reported by the customer but estimated based on device evaluation.